Event description:
Plaintiff reports initial bilateral implantation 8/26/81 with explant 10/17/94. Plaintiff alleges various illnesses including, but not limited to, ruptures, physical pain and suffering.